Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) and recalibrated. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and 23027 error was found upon reviewing logs indicating c-balance dpots issues on axis 2. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was installed onto a patient side cart (psc) fixture test platform (pftp) where all tests passed. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to a da vinci-assisted surgical prostatectomy procedure, during system preparation, there was a recoverable error 23027, which indicated a digital potentiometer issue on the master tool manipulator (mtm) left. Shortly after recovering from this fault, the system presented non-recoverable error 41070. The technical support engineer (tse) performed troubleshooting steps and a hard power cycle, but the issue persisted. The tse advised the customer to replace the surgeon side cart (ssc) in order to proceed with the surgery. The procedure was aborted to another da vinci system with no reported injury.